Event description:
According to the case report forms; caucasian male dob: (B)(6) 1961 original date of surgery: (B)(6) 2016, ascending aorta replacement and hemiarch, date of reop: (B)(6) 2018: bentall procedure, frozen elephant trunk history of: hypertension, aortic aneurysm, previous smoker, moderate aortic insufficiency indications for surgery: type a dissection, ascending aortic/arch aneurysm bioglue was identified intraoperatively observations: no signs of suture rupture, bioglue [bg] was applied between aortic layers in both proximal and distal anastomosis in exceeding quantity, tissue: lack of. Elasticity, suture, pledgets, etc. : prolene suture, no pledgets, no suture rupture description of bioglue application at the original surgery: exceeding quantity.

Manufacturer narrative:
A review of the available information was performed. According to the report, the event is associated with a 56 year old patient who was part of the clinical observation and pathological characterization of aortic tissue at reoperation study which cryolife undertook with [the reoperating surgeon]. The original date of surgery was(B)(6) 2016 . The original operation was ascending aorta replacement and hemiarch. A consultant reporting the previous procedure relayed the information that bioglue was used on the initial procedure. The date of reoperation was 01/04/2018 and the procedure was a bentall and frozen elephant trunk. The patient has a medical history of hypertension, aortic aneurysm, previous smoker, and moderate aortic insufficiency. The indication for re-operation was type a dissection and ascending aortic/arch aneurysm. Bioglue was identified intraoperatively, with no signs of suture rupture. When asked to describe the visual observations the case report forms state ¿bioglue was applied between aortic layers in both proximal and distal anastomosis in exceeding quantity. Tissue lack of elasticity.¿ a review of the proximal anastomosis sample submitted by [the surgeon] was performed. The final diagnosis was, ¿deviatlized aorta showing focal calcification and dense fibrous scar formation. Diffuse marked lymphoplasmacytic inflammation with necrotizing granulomas. The precise etiology of the necrotizing granulomatous inflammation is unclear. Small eosinophilic globules are present within the granulomas possibly representing residual bioglue. However, areas of unequivocal bioglue elsewhere show no significant inflammatory response.¿ in the bioglue IFU it warns ¿bioglue should be applied in a thin layer as an adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess.¿ also it states, ¿apply an even coating of bioglue to target area. In general use an approximately 1.0-3.0 mm thick coating for vessels greater than 2.5 cm in diameter¿¿the IFU lists observed adverse event ¿inflammatory reaction.¿ foreign body reactions have been reported with the use of bioglue. Hewitt et al. Performed an animal study where bioglue was applied to a sheep¿s aorta; histopathologically, bioglue generate only a minimal inflammatory response (hewitt et al 2001). When used properly, histopathological observations with bioglue are consistent with a normal foreign body reaction. Coselli et al. Found 2.6% of bioglue patients developed inflammatory, immune systemic allergic reaction (coselli 2003). The exact amount of bioglue used is unknown; however, the crfs state an exceeding quantity was used. If a large amount was utilized it could result in an enhanced or prolonged inflammatory reaction. The precise etiology of the necrotizing granulomatous inflammation is unclear. Small eosinophilic globules are present within the granulomas possibly representing residual bioglue. However, areas of unequivocal bioglue elsewhere show no significant inflammatory response. Inflammatory reactions to bioglue are known to occur and adequate precautions and warning are present in the IFU. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore,

Event description:
According to the case report forms; caucasian male dob: (B)(6) original date of surgery: (B)(6) 2016, ascending aorta replacement and hemiarch, date of reop: (B)(6) 2018: bentall procedure, frozen elephant trunk history of: hypertension, aortic aneurysm, previous smoker, moderate aortic insufficiency indications for surgery: type a dissection, ascending aortic/arch aneurysm bioglue was identified intraoperatively observations: no signs of suture rupture, bioglue [bg] was applied between aortic layers in both proximal and distal anastomosis in exceeding quantity, tissue: lack of elasticity, suture, pledgets, etc. : prolene suture, no pledgets, no suture rupture description of bioglue application at the original surgery: exceeding quantity.